Event description:
Sorin group (B)(4) received a report of a blood leak from the dideco d905 dideco eos single hvr during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d905 dideco eos single hvr. This device is not distributed in the united states and therefore has no 510(k) number. However, it is similar to the d905 eos hollow fiber oxygenator which is distributed in the united states. The 510(k) number for the d905 eos hollow fiber oxygenator is k043323. This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a blood leak from the dideco d905 dideco eos single hvr during a procedure. The clinician replaced the oxygenator with another and the procedure was completed without further incident. The replacement took approximately five minutes. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.